Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had an ablation procedure in 2023 and has had low amplitude r-wave since then, but it has shown stable in the past year. In addition, there have been instances where the device records undersensing. Technical services (ts) reviewed the device data and discussed there is indeed undersensing in a recorded episode. Programming options were explored and recommendations were provided. The ICD remains in service. No adverse patient effects were reported.